Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The following incident was reported using catalog number nl950-p: unable to zero the catheter, before introduction. The ventrix monitor is functional. No pt injury was reported.